Event description:
It was reported that this pacemaker had reverted to safety mode. Technical services (ts) was contacted and recommended replacement. This pacemaker was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.